Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, liquid crystal display (lcd) lens, both bail covers and ring cover were broken, the lower case was corroded and broken, the lead flex cover and battery flex were corroded, and the battery drawer and the heart lead flex were contaminated.

Event description:
It was reported that the external pulse generator (epg) has a cracked display and the user receives an error message at power up. The epg was returned for service. There was no indication of patient involvement.